Manufacturer narrative:
G3 correction: the g3 of the initial report should have been (B)(6), 2024

Manufacturer narrative:
The sterilization records were reviewed. And no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-04055, related manufacturer reference number: 2017865-2024-33248. It was reported that the patient presented to the hospital with skin erosion at device pocket site. The erosion was potentially to cause an infection to the device and the leads. The pacemaker and the leads were explanted. The patient was in stable condition.